Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as peeling and oozing .there was no alleged device malfunction contributing to the irritation. The patient¿s daughter who is a physician recommended patient remove the lv and use neosporin cream for the skin irritation. Follow up indicated that the skin irritation improved.